Event description:
Admitted to the hospital: pain right neck, shoulder, wheezing, coughing, general malaise after 6th treatment was found to have septicemia. Central line cultured positive for staphylococcus aureus. Pt received IV antibiotics.